Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device interrogation in clinic. Multiple episodes of ventricular noise reproducible with isometric testing were observed. Programming changes to decrease sensitivity was made. The patient was stable before, during after interrogation.